Event description:
On (B)(6) 2013, the following info was reported to kci: on (B)(6) 2013, a surgical procedure was performed for an incisional hernia with necrotic tissue that encased the intestine in a 50x40cm hanging sack. A surgical mesh, a non kci product, was implanted, and v.a.c. Therapy was applied utilizing a v.a.c. Granufoam dressing, which was subsequently changed every three days (a non adherent dressing was not applied to the mesh). Approx 8 weeks post operatively, the pt complained of abdominal pain which progressively worsened. The following day, the pt was taken to the operating room with a suspected intra-abdominal complication. It was discovered that the surgical mesh had ruptured, and the small intestine had suffered a complete transection at three locations. The surgical mesh was removed, and the pt was treated in intensive care for septic multi-organ failure. No add'l info has been provided. Since the unit's type of serial number was not provided. Kci cannot conduct a device eval of the unit. Kci has not been able to obtain sufficient info. No add'l info is available.

Manufacturer narrative:
The physician reported using v.a.c. Granufoam dressing with a scheduled dressing change every 3 days. A non-adherent material was not placed over the surgical mesh prior to applying v.a.c. Granufoam dressing. This report is being filed due to possible user error as a non-adherent material was not used prior to the application of v.a.c. Granufoam dressing, and protection of the organs was not performed in accordance with v.a.c. Labeling.